Manufacturer narrative:
The device referenced in this report was not returned to siemens for investigation; however, the system error logs were captured and reviewed. In regards to the quicker rise in temperature, the investigation did not find any evidence of over- temperature or abnormal behaviors to explain why the temperature would increase quicker than typical. It showed that the temperature was at 40.5º c which is well within the maximum specification limit of 43ºc. There is no indication that the probe was malfunctioning during the procedure. In the event the temperature were to continue to rise, there are behaviors designed into the system to prevent exceeding the allowable maximum temperature, which was not necessary in this case. There are functions the user can activate that may cause the temperature to vary, but never exceed the allowable maximum. There was an incidental finding in the system software which was not acquiring the necessary number of samples during acquisition. This caused an intermittent memory allocation issue and overwrote the memory used for other functions. This is most likely the root cause for the "system hang" report. This is unrelated to the customer complaint for transducer temperature. Complaint reference # (B)(4).

Manufacturer narrative:
Investigation: siemens engineering reviewed the system log files, and the issue was determined to be a software issue. This issue was for an unknown exception caught in dpc controller::dpcexecutecompute() in the sc2000 version 5.0 software release. Complaint reference #: (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented. (B)(4).

Event description:
It was reported that after the patient was sedated, the patient underwent a transesophageal echocardiography (tee) procedure to diagnose an aortic valve stenosis for a transcatheter aortic valve implantation (tavi). During the tee scan, the temperature of the probe increased abnormally so the application specialist turned off the ultrasound system and forced a quick shutdown. After the system was restarted, the functionality was restored. The procedure was continued until the transducer temperature became high again. The user waited each time for the probe to cool down until the tee was finally completed. There was a delay of 15 minutes in completing the tee. There was no loss of data and there was no patient adverse event reported. No additional information was provided.